Event description:
It was reported that the image can't be seen thought the scope. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event happen before the procedure, so the device was not use on the patient, that information let us re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.